Event description:
A female with coronary artery disease and sick sinus syndrome with bradycardia and sinus pauses. In 2006 ,underwent procedure for implant of biventricular/ICD (crt-d) pacemaker. The following month, she was discharged and the next day, the wound opened spontaneously with serosanguinous material being drained. Two months later, the device was removed and cultures from the wound sent and came back positive.